Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device small half height cubie pockets were failing. There were no adverse events, delays or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section e initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket failures occurred in the smart half-height cubie drawer. A field service engineer (fse) replaced the row board cable and the retractor band and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device small half height cubie pockets were failing. The customer stated that this malfunction occurred while dispensing the medication to patient. There were no adverse events, delays or injuries reported based on this event.